Event description:
User reported the device alarmed audibly and visually. The screen then froze, the device was unable to be silenced, and ceased active ventilation. The patient was manually ventilated while the device was replaced. No patient harm was reported.